Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a fault code av30 upon interrogation. The av30 fault code is a command power supply measurement error indicating that the power supply voltage cannot be measured. The device reached end of life (eol) on feb 14, 2004 with a monitoring voltage of 4.3v and charge time of 29 seconds with the last automatic capacitor reformation performed in december of 2003. The physician felt that the patient has not been compliant with his follow up appointments. The device has been implanted for 57.7 months. A competitive device was subsequently implanted. The device was returned to guidant for analysis.